Event description:
It was reported that: patient was notified about the recall by her doctor. She is scheduled to have an MRI and blood test on (B)(6) 2012 at (B)(6) hospital at (B)(6). Patient is unable to sleep on either side because of hip aching; especially her right side. She complained that her driving is uncomfortable, even walking and going up the hill is very painful.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.